Event description:
Event: pt expired. Case details: the graft was successfully implanted. Post graft implant bilateral stents were placed from the distal graft limb attachments extending into the external iliac arteries and crossing the internal iliac arteries on both sides. The stents were placed for dissections distal to the graft. The stents were post dilated with a 14mm balloon. The diameter of the external iliacs were 10mm. The final angiogram showed a type-ii leak probably from a lumbar, but no extravasation of dye extra-arterial was seen. Two hours post-op the pt developed a retroperitoneal bleed and became unstable, requiring multiple blood transfusions. The pt was brought to radiology and angiography showed a right iliac rupture in the distal common iliac artery, just distal to the attachment system. A wallgraft was placed successfully sealing the rupture but the pt suffered a massive heart attack and died shortly thereafter.